Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible toxoplasmosis gondii igg (access toxo igg) results for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial access toxo igg result recovered reactive. The customer reanalyzed the patient's sample five (5) additional times on the same unicel dxi 800 access immunoassay system and obtained one (1) non-reactive result and four (4) reactive results. After obtaining these non-reproducible access toxo igg results, the customer had the sample analyzed on one (1) alternate device, the platelia manufactured by bio-rad, which produced a non-reactive result. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The customer did not provide any information regarding sample collection, sample handling or sample processing but no issues with sample integrity were reported by the customer.